Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an intracranial hemorrhage in the occipital region. The cause of the event was due to the complexities of medical management. No further information was provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.